Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that a balloon rupture occurred and there was resistance when removing the device. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body using the normal method; however there was resistance felt during removal. The procedure was completed with another of same device. No patient complications were reported and patient was in good condition post procedure.